Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, multiple stations were on critical override mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that station was on critical override due to a high volume of external messages from facility, which led to a backlog in message processing on the es server. The technical support specialist checked the message processing on the es server and did not observe the high volume of incoming messages seen the previous day during the past two hours. At that time, the server was receiving and processing messages as expected. The tss verified that the server had approximately 26,085 external messages to process, and the number decreased with each refresh. It required some time to catch up. The tss later confirmed that the server had caught up with processing the backlog of messages and attached the knowledge article titled 'patient missing on a bd pyxis medstation es.' To resolve the issue. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, multiple stations were on critical override mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.